Manufacturer narrative:
Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. Complaint will be closed as 'no complaint sample returned to codman for evaluation'. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints.

Event description:
The patient's father reported that his son had an unknown codman hakim programmable valve implanted. The patient went on a flight later experienced headaches and balance issues. Treatment was undertaken with neurosurgeon but conditions did not improve. Another flight was taken and conditions worsened. Patient advocate was concerned whether tsa screening procedure could have reset or warped the valve. The valve was revised and replaced with a certas plus ((B)(4)) in (B)(6) 2015. No specific device failure was reported associated with the revision. The patient has had his valve reprogrammed multiple times; however this appears to be related to the patient's specific treatment, not the results of any suspected device issue.